Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a female patient who had essure (batch no. C35241, c18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma / cancer type: cysts"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy (partial)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue, weight decreased, migraine, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: tubal ligation reported . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Lot number: c18711 manufacture date: 2014-01-29 expiration date: 2017-01-31 . Lot number: c35241 manufacture date: 2014-03-06 expiration date: 2017-03-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a female patient who had essure (batch no. C35241, c18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma / cancer type: cysts"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy (partial)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue, weight decreased, migraine, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: tubal ligation reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs received. Injury updated to below events, reporter, essure lot number added. Product indication updated. Essure explant date added. Following events were added: migration of essure device, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal) type: utis, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, urinary tract disorder, nausea,, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: cysts, vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, migraines, headaches, abdomen and she did not underwent an essure confirmation test. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.